Event description:
A baxter technician contacted baxter france regarding an inaccurate fluid reading on a homechoice (hc) machine, while the patient was connected. The tech stated there was a problem with the screens graphic and sometimes, the graphic shows a last infusion which means that the patient would have 4 l into his stomach. According to the reporter, when he looks to the results, there is no first priming of 4 l after these infusions. The tech stated it seems that the graphic is not representative of the truth. According to him, the appropriate volume is infused, but the graphic doesn't show the real volume. There was patient involvement, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the us. This complaint for an inaccurate fluid reading on a homecoice (hc) machine was not confirmed and the root cause could not be determined. The device was returned for evaluation. A visual inspection of device was performed and didn't show any issues. A device history was conducted and no issues were found related to the inaccurate fluid reading in the logs during the manufacture of the lot or serial number. An event history log review was performed and all therapies were completed follow therapy prescription. A service history review was conducted and all previous service events weren't related to reported issue. All product specifications were met.